Event description:
It was reported that there was a por (power on reset) condition with the recharger, first noticed the day prior to the report. The reporter stated that the device was last recharged 15 days ago. It was noted that pressing the audio key resolved the issue and a regular recharge screen appeared, which said the device was 3/4 full. It was reported that stimulation was not able to be adjusted. The reporter stated that the display on the patient programmer showed the "call your doctor" icon and a por condition. The por was cleared, which resolved the issue. It was later reported that the cause of the event was unknown and a message about difficulty with the device had been left for the patient's health care provider (hcp). The patient's hcp had not been able to make contact with the patient. It was noted that the patient had been "lost to follow up" with the hcp since 2009. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 215040001, implanted: (B)(6) 2009. Product type: accessory. (B)(4).